Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The unload button on the adapter was partially depressed. No additional visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 24 autoclave cycles for the adapter. Functionally, the isi pin location of the adapter was checked and found to be at the center. The center rod orientation of the adapter was checked and was found to be assembled properly. The unload button on the adapter was depressed and was not able to be fully returned to the correct resting position. The adapter was disassembled for inspection of the internal components. Significant damage was found on the non-welded tip housing and the cam block. There was a piece of the non-welded tip housing broken and jammed, preventing the spring from moving correctly. The lockout slider block appeared to be missing. The jammed piece of non-welded tip housing was removed and the device was reassembled. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into a pmv idrive ultra. The adapter was inserted onto the handle and powered up and calibrated as expected. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv endo gia* 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The extensive damage to the non-welded tip housing most likely resulted from the user forcibly removing a reload from the adapter when the jaws were not fully opened. Replication of the damage seen on the cam block and the non-welded tip housing is consistent with a reload not being fully attached during firing. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the unload button, in turn causing that to become stuck in place. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter. The stapler and the adapter were supposed to complete 50 cases/300 fires. Unfortunately after the 30 case and firing 170 fires the adapter stopped working. After placing it in the stapler, it showed a white lights and refused to work. No reinforcement material was used. There was no patient injury as this problem was observed before use on the patient.